Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. When the camera was connected, the image went from colored bars to no image at all due to a faulty charged coupled device unit. Additionally, it was noted that a kink was in the cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that when he connected his olympus hd autoclavable camera head the image goes from color bars to black image. According to the initial reporter, this took placed during procedure preparation. The intended procedure was completed using another camera head. No patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a black image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.